Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. During the analysis of the history log files, it could be detected that the history data log files were not completed. The log files revealed that on (B)(6) at 7:41pm an infusion was interrupted by a plunger malfunction. An amount of 8,97ml was delivered in the meantime. After the interruption a syringe change was performed. Based on motor steps it was traceable that the syringe was filled at beginning of therapy with approx. 48 ml. After plunger malfunction occurred and syringe change was performed the next filling state of syringe was approx. 19ml. Pre investigation kind of these issues revealed that the error plunger malfunction could only create by external forces against the syringe plunger. The complaint could not be confirmed. No product deviation could be identified.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files of the pump have been requested to send for analysis. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "plunger malfunction - therapy." Customer information: "at a certain point the pump shows "plunger malfunction." The nurses told us that the pump infused 35 ml in 45 minutes even if set to 2 ml."